Event description:
(B)(4). Days after placement I experience dizzy and light headed , hot flashes and head ache. In 2013 I began to experience sever pain in the right lower area of my pelvic region . Heavy bleeding resulting in sever cramps . Late 2015 started having dental issues such as teeth breaking , gums bleeding . Weight gain and swelling if the abdominal area. Kidney infections.